Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The reported patient effect of stenosis is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported stenosis and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024 one 6.0x60 mm absolute pro stent was implanted in the mid right superficial femoral artery (sfa). The next day, (B)(6) 2024, a pseudoaneurysm was discovered which required treatment with a thrombin injection which successfully closed the lumen. On (B)(6) 2024, duplex sonography also showed no reflow that was caused by a vessel dissection. On (B)(6) 2024 another absolute pro stent was implanted distal to and overlapping the index stent to treat the occlusion. The patient was discharged from the hospital on (B)(6) 2024 with improved blood flow in the target vessel. On (B)(6) 2024 the patient presented to the physician's office with worsening of the right leg claudication. An in-stent restenosis in the right sfa was identified. Revascularization was attempted on (B)(6) 2025 but it was not successful since the guidewire could not pass through the occlusion. The in-stent restenosis stretched over a large distance in the right sfa and included both absolute pro stents. Surgical options are being considered for (B)(6) 2025. Until then the patient was instructed to perform walking exercises to improve blood flow in the right leg. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.